Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead contacts with high impedances. The patients paddle lead was replaced and that the patient was doing well postoperatively. The explanted lead was retained by the medical facility and will not be returned.